Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. Subsequently the rv lead was explanted. No additional adverse patient effects were reported.